Event description:
(B)(6) 2008 - original implant surgery. (B)(6) 2013 - normal battery change surgery replaced the sound processor (sp). Four months later, patient experienced wound dehiscence, and received a course of anti-biotics. (B)(6) 2014 - the esteem system was explanted to allow for healing and treatment of infection. No fce had been present. (B)(6) 2014 - device received by fce. (B)(4) 2014 - device received by envoy medical for evaluation. (B)(6) 2014 - post market surveillance brought this ous case to attention as reportable.